Event description:
It was reported that patient presented to the hospital with a patient alert for right ventricular (rv) lead pacing impedance greater than 3000 ohms and 1255 short interval counts (sic) recorded in one day. It was also noted that the rwaves varied from 1.5 to 7.5 mv. During the rv lead extraction procedure, anti-clockwise rotations on helix pin were unable to retract the helix. It was noted by the doctor that the inner lumen of the lead came back when putting in the locking stylet. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # (B)(4) the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the inner tubing of the lead was extrinsically breached due to a tear. A proximal portion was received measuring 41 cm. A distal portion was received measuring 41 cm.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.